Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. Concomitant medical products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Smartablate generator, model #: m-4900-07, serial #: (B)(4). Smartablate pump, model #: m-4900-08, serial #: (B)(4). (B)(4).

Event description:
It was reported that a male patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a smart touch bidirectional catheter and suffered a heart block which did not require intervention. The patient's medical history is unknown. During the procedure, a heart block was discovered while using the smart touch bidirectional catheter and confirmed with EKG. There was no transseptal puncture. The event occurred during ablation. The 8.5fr fast cath sl1 sheath was used. There were no error messages indicated on the biosense webster, inc. Systems. The patient did not require intervention or extended hospitalization. The patient was reported to be in stable condition at the time the complaint was reported. The physician's opinion regarding the cause of this adverse event is the location of the premature ventricular contraction (pvc) was close to the atrioventricular (av) node. It was not a product problem. The patient's diagnosis was complete av block. Factors that might have contributed to the event were possibly anatomy and the location of the pvc origin was close to the av node. The overall time for ablation at the site of injury was approximately 15 seconds. The last ablation cycle time at the site of injury was approximately 15 seconds. The power was not titrated during the ablation. Anticoagulation was used. The act was maintained at 300-350. Settings during the event include: power control mode / 30 watts / cutoff at 45 / 17ml/min. Since the patient's diagnosis was a complete av block, this event has been assessed as a serious injury.